Event description:
The reporter performed back to back blood glucose tests and got results of 303 and 383 mg/dl. Tests were fasting, done within 10 minutes, using two fingersticks. The following morning, the reporter tested and got 404 mg/dl. He did not have any symptoms. Reporter stated that he has been cleaning his meter optics with alcohol. A control solution test was within range 121 (93-139).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8